Event description:
It was reported that the pump had an nd clamp tubing alarm. The alarm was silenced, and the settings were reviewed. The pump was turned off, and the bottom and sides of the cassette were tapped on a hard surface to disperse air bubbles. The pump was turned on, but the alarm persisted. The rate was 6 ml, and the reservoir volume was 581 ml. There was a patient involvement but no patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported no disposable clamp tubing alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.